Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the echelon flex medsun 2021-8031, stapler was used multiple times with staple loads and endopath staple line reinforcement. When the fifth load and reinforcement was loaded, the stapler was advanced into the abdomen closed. Tried to open the stapler, it would not open. It was taken out of trocar, and given to scrub who also tried to open it. Stapler would not open, and emergency release was used and stapler passed off field. No patient consequences reported. No further information is available.